Manufacturer narrative:
From x2 t:slim user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer changed supplies, a new site was placed and fill tubing was performed. Then, when customer was connected at the site, the customer accidentally initiated the fill tubing process instead of the filling the cannula. Subsequently, 8 units of insulin were inadvertently delivered, as the customer was connected to site. Tandem technical support (cts) assisted customer with stopping fill tubing and reconnecting to site. A recommendation was made for the customer to contact the healthcare provider (hcp) regarding the unintentional insulin delivery. During a follow up call three days later, the customer was reportedly doing "fine." There was no reported impact to blood glucose level.